Event description:
The patient experienced extreme pain at the ipg site, left leg, and left groin following the implant. The device was ineffective. The patient was told that the device was not properly placed. The device was removed.